Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated magnesium result generated on the alinity c processing module for one sample. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 6.35 mmol/l, repeat on an architect = 0.86 mmol/l no impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from magnesium, list number 08p19-34, longford to alinity c processing module, 03r67-01, irving ia/cc. MDR number 3016438761-2024-00007-00 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from magnesium, list number 08p19-34, longford to alinity c processing module, 03r67-01, irving ia/cc. MDR number 3016438761-2024-00007-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed a falsely elevated magnesium result generated on the alinity c processing module for one sample. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 6.35 mmol/l, repeat on an architect = 0.86 mmol/l no impact to patient management was reported.